Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered six bursts of anti-tachycardia pacing (atp) and a shock. Upon review, the atp delivered did not convert the arrhythmia. The pacing impedance measurements were measuring around 3000 ohms on the left ventricular (lv) lead. Technical services (ts) reviewed and recommended programming options for more aggressive atp. This device remains in service. No adverse patient effects were reported.